Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed recorded episodes of inappropriate automatic mode switch. Further evaluation revealed that the episodes were caused by over-sensed noise exhibited by the right atrial lead. Lead damage was suspected. No interventions were made. The patient was stable.